Event description:
It was reported that a minimum fill notification occurred with multiple cartridges during the load sequence. Replacement pump was sent to customer to resolve the issue. There was no adverse impact to the customer's blood glucose level.